Manufacturer narrative:
The insulin pump passed the rewind, prime test, excessive no delivery test, and displacement test. However, the device alarmed motor error during the basic occlusion test due to a faulty force sensor resistor. The device had a scratched lcd window and a broken belt clip slot. The motor was tested outside the device and passed. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 248 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.